Event description:
Boston scientific received information that this patient was evaluated in the clinic due to their cardiac resynchronization therapy defibrillator (crt-d) emitting beep tones. The device was emitting tones because there were high out of range pace impedance measurements greater than 2,000 ohms. There was also noise on the atrial channel. It was alleged that this lead was fractured. At this time, the physician does not plan to perform intervention due to the patient's age, and the remaining battery life on the crt-d. The patient was asymptomatic and doing well.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.